Event description:
The customer reported that during a low anterior resection, the device self-activated and the output could not be stopped. Reportedly, the sealing and end tone were heard as usual when the surgeon completed a seal, but then a regrasp alarm sounded as the device continued to self-activate. The device was removed from the surgical field and a new device was opened and used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.